Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the pt was implanted with two gore tag thoracic endoprostheses to repair two separate thoracic aortic aneurysms with a chronic aortic dissection. Coil embolization was performed on the left subclavian artery and a bypass surgery using a vascular graft was performed. Then a gore tag thoracic endoprosthesis intentionally covered the left subclavian artery. A second gore tag thoracic endoprosthesis was implanted distally in the descending aorta. Later the same day the pt experienced paraparesis of the left leg and required the use of a walking stick. The pt has since recovered.